Event description:
It was reported that after a lap low anterior resection on (B)(6) 2015, it was found that major leak occurred from the anastomosed site when an endoscopic examination was performed since bleeding was confirmed after the operation. The bleeding was stopped by an endoscopic procedure. The amount of the bleeding was unknown. Blood transfusion was not performed. In the initial operation, the rectum was cut with endo gia ((B)(4)) and the oral side was cut with a surgical knife and an electrical scalpel and then, the colon and the rectum was anastomosed with the cdh29a. No device will be returning.

Manufacturer narrative:
(B)(4). Additional information received: what is the current patient status? --- stable, but the hospitalization is extended. Is this technique routinely done with all the surgeons who complete this type of procedure (within your hospital)? --- yes. What is the users experience with the device? --- the doctor was familiar with the device. Who fired the device? --- the doctor. Which purse string technique was used? --- no information. How was it confirmed that the anvil was secured to the trocar? --- no information. Were there any forces higher or lower than expected in closing the device? --- no. Were there any forces higher or lower than expected in firing the device? --- no. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? --- no information. Was more than one firing stroke needed to hear the crunch? --- no information. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? --- no information. Were the donuts inspected? --- no information if yes, were there two complete? --- no information. Were all tissue layers present in both donuts when inspected? --- no information.